Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. But omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the olympus german repair service center report and DHR, omsc surmised the reported event occurred due to inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the ultrasonic transducer surface of the subject device damaged and peeled off at the unspecified timing. There was no report of patient injury associated with this event. The user did not provide the other detailed information.